Event description:
Ecp reports pt. Awoke w/severe right eye pain & photophobia assoc. W/extended wear of focus night & day lenses & with moistureloc mps to rinse & reinsert lenses 3-4 times a week. Tx'd with pred forte & zymar w/worsening of sx. Referred to ophalmologist. Dx hsv keratousveitie pred forte increased & acyclovir added. Steadily worsened over next month. Second opinion sought. Presented w/hand motion only, od. Slit lamp revealed 5mm, nectoric, supportive central corneal ulcer od with 90% central thinning. A layered hypopon & endothelial plaque ovserved. No hx of diabetes, autoimmune or collagen vascular disease. Denies ocular trauma & illicit topical anesthetic use. Culture performed, neg. Fungus. Discontinued pred forte & acyclovir. Zymer continued. Vancomycin & levaquin po added next day. Recultured, neg. Fungus. Hypopyon worsened. 3rd culture performed, neg. Fungus. Condition worsened. Emergent penetrating keratoplasty performed 2006. Direct plating of mucopurulent hypoyon & section of the excised cornea resulted in positive identification of fusarium. Acuity last reported as 20/300 & reported to be "fungus free". Doing well 10 days post op on topical voriconazole, pred forte & restatis. No further info. Avail.